Manufacturer narrative:
(B)(4). (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) kept "timing out" and would not work properly. The pre-cautery test was not performed. It is unknown if the beeping sound heard when the toggle was pulled back to activate the device. A new device was used to complete the procedure. There was a brief delay of a couple of minutes, long enough to open another device. There was no patient harm.